Event description:
Boston scientific received information that this device was returned. There were no allegation when it comes to the device, although extended charge times were noted. Upon receipt at our post market quality assurance laboratory it was noted that this device failed longevity calculations. No adverse patient effects were reported.

Manufacturer narrative:
Further analysis and a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.